Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening and weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a device that ¿was broken during surgery¿. Device came into contact with the patient. Surgery was completed with a backup device.